Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The overall fiber finding during analysis are due to known inherit risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all the information available and determined that the reported event no longer meets reporting criteria for the fiber in question.

Event description:
It was reported that the fiber broke during a photoselective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.

Event description:
It was reported that the fiber broke during a photo selective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.